Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the system was explanted due to a suspected patient allergic response. The patient was fine post-procedure.